Event description:
Fractured defibrillator lead/superior vena cava lead detected by chest xray. Pt asymptomatic. Lead removed and replaced by operative procedure. Procedure complicated by iatrogenic pneumothorax that is being followed medically.